Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the upstream occlusion message during therapy (dose, programmed amount and delivery rate unknown) at the intensive care unit of the hospital. The patient allegedly experienced profound hypotension (40/20) due to the interruption of the vasopressin and phenylephrine. There was no known medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false upstream occlusion alarms which were not reproduced. The event history log (ehl) review was performed and revealed that the customer experienced multiple events of "upstream occlusion" alarms, however the history log cannot be used to distinguish true and false alarms. The reported upstream occlusion alarms were found to be caused by an out of specification ultrasonic sensor. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.